Event description:
The recipient is reportedly experiencing decreased performance, infection, and swelling issues following two skin flap revision surgeries, the most recent skin flap revision surgery was in (B)(6) 2023. The recipient was prescribed antibiotics (type unknown). The recipient was advised to cease device use. Programming adjustments have been made; however, the issue did not resolve. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient will be reimplanted once healed. The recipient's site was infected. A culture was taken. Additional information regarding treatment details were not provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly saw infectious disease doctor on (B)(6) 2024 and was diagnosed with a rare staph and yeast infection the recipient was prescribed a course of antifungals (type unknown). The recipient has healed from explant surgery and infection has resolved. Re-implant surgery is scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover and the electrode was severed. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented and electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6) 2024, the recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.